Event description:
This rv lead was implanted on (B)(6)1998. And was capped on (B)(6) 2016. A call was placed to technical services on (B)(6) 2018, stating that this lead was involved in an infection. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).